Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had an open, draining irritation on her skin under her right breast. There is no alleged device malfunction. The patient's nurse applied a protective dressing over the wound. Follow-up indicated that the skin irritation was improving.